Event description:
Patient underwent cardiac cath with coronary intervention of rca of the ostium. A 3.0 x16 taxus stent was advanced to lesion site but would not sufficiently cross the lesion in order to deploy it. It was removed and a 3.0x20 maverick balloon was advanced and the lesion was predilated. Then the same 3.0x16 taxus stent was again advanced to the lesion site and it crossed successfully. However upon deployment of the stent, dr was unable to maintain pressure and it is believed the balloon had burst. The stent was deployed, however, and the stent balloon was removed. The maverick balloon was advanced and deployed at the stent site to ensure the stent was deployed adequately. Taxus stent no higher than 14 atm when balloon ruptured. (Rated at 18.0)